Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
The patient reports upon application of a pod the needle had not deployed but once deactivated the needle had deployed. The patient had not worn the pod and reports at 10:00 pm her blood glucose level was 4.6 mmol/l (82.8 mg/dl).

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were present on the soft cannula. The download data showed no significant increase in pulse width. The distal tip of the soft cannula was manually occluded and no leaks were present. The device was returned without the adhesive pad, so the reported event could not be determined.